Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The electrode belt sn (B)(4) has not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication of a product malfunction. Device manufacture dates: monitor: 12/07/2015, electrode belt: 06/17/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was in a boarding home at the time of death. It was reported that boarding home staff notified ems and resuscitation attempts were made. Review of the download data, indicates that the patient received two inappropriate treatment shocks on (B)(6) 2019. The patient's rhythm was asystole with CPR artifact prior to the first treatment shock. The patient's rhythm at the time the first treatment shock was delivered was CPR artifact. The post shock rhythm was asystole. The second shock was delivered roughly half a second later and the patient's rhythm was CPR artifact. The post shock rhythm was asystole with tactile artifact. The response buttons were not pressed during the event. The patient subsequently passed away on (B)(6) 2019.